Manufacturer narrative:
Additional information was received on june 11, 2021. The event date was clarified to be april 29, 2021. The rupture was associated with a contour deformity. The investigation of the returned device was completed by the failure analysis lab on june 24, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear within the crease/fold was identified measuring approximately 10.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on june 20, 2021 mentor became aware that it erroneously submitted the wrong date of birth with the initial report submitted on may 27, 2021. The patient's date of birth is (B)(6) 1954.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a 700cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through ultrasound. As a result explant and replacement with mentor gel was performed on (B)(6) 2021.